Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had no seal, there was no re grasp alert, the end tone was heard, there was no evidence of any energy delivery. The surgeon sealed with the device and the generator indicated seal cycle complete, but the tissue bled less than 200cc at fatty omentum and messentery part with normal thick that is not too thick or too thin. The generator used was unknown but the setting was with ligasure setting. The doctor had to reseal twice and the bleeding stopped. There was no patient injury.